Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter(fm) was observed; red fm was observed inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance, foreign matter was observed in one tube. There was no health impact or consequences reported.